Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: stent: 3.0 x 18 mm xience xpedition, 3.5 x 48 mm xience xpedition the 3.50x48mm and 3.00x18mm xience xpedition devices referenced are being filed under a separate medwatch MFR number. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Thrombosis, myocardial infarction and death are listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a totally occluded, 100% stenosed mid right coronary artery (rc). The patient was admitted with an st elevated myocardial infarction (stemi). Under angiography, thrombosis was observed in the rca which was treated with thrombus suction and then three xience xpedition stents (3.0 x 18 mm, 3.5 x 48 mm and 3.5 x 12 mm) were successfully implanted. There was still insufficient blood flow and thrombosis was again observed under angiography. Additional thrombus suction was performed; however, the patient suffered an acute myocardial infarction and went into cardiac arrest. Cardiopulmonary resuscitation was performed but the patient expired. The patient was administered alteplase and heparin during the procedure. There was no report of a clinically significant delay in the procedure. No additional information was provided.